Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient experienced pelvic pain. As troubleshooting, the stimulation was decreased and ended up changing programs. On (B)(6) 2017 it was reported that the patient was ¿uncomfortable¿ today. It was also reported that the patient experience retention and pressure during the trial evaluation and stated that they "felt like balloon was swelling with liquid all day". The patient had a increase in urgency but nothing worked to empty the bladder (pushing on it, etc.). It was noted that they were finally able to void and felt extreme relief. The patient had gone to the bathroom once when waking up in the morning and did not go all day. In addition, the patient dealt with urge frequency and incontinence. As part of troubleshooting, the stimulation was lowered. Information received on (B)(6) 2017 from the trial patient reported that if they could have their leaks under control it would be ¿ok¿. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.